Event description:
Hospital advised that the pump alarmed and displayed error codes. The patient was reportedly not injured as a result of the alarmed event. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. No further information was available.